Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s nurse reported via phone call that the customer was hospitalized due to hyperglycemia. The customer's blood glucose level was unknown. The customer needed assistance for the insulin pump programming. It was reported that the insulin pump was not working properly. The device will not be returned for analysis.